Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4) event occurred in turkey. It was reported that the patient experienced a hypoglycemic episode on (B)(6) 2026, which was successfully managed by drinking juice, resulting in stable blood glucose levels with no reported complications. No further information available.